Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure), and its exhaled tidal volume (vte) levels were low. Additionally, the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set and its breath rate was not as expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section d4, model #, of the initial medwatch report stated: prt-01185-001 section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english section d4, catalog #, of the initial medwatch report stated: prt-01185-001 section d4, catalog #, of the initial medwatch report should have stated: prt-01201-000 section d4, expiration date, of the initial medwatch report stated: blank section d4, expiration date, of the initial medwatch report should have stated: 04/20/2022 section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain set peep (positive end expiratory pressure), delivering low vte (exhaled tidal volume), displaying the high peep alarm, and delivering an unexpected breath rate were all confirmed. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the efm.